Manufacturer narrative:
A field action was initiated on (B)(6) 2018 (product advisory notice was sent to all potentially impacted customers). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced at least three different incidences, which were associated with separate units, involving and unknown number of patients. This is the third of three reports. Refer to 8030647- 2018-00047 for the first report, refer to 8030647- 2018-00048 for the second report. It was reported that the customer had an issue with the flex tubing that came with the ballards. Their metered dose inhaler (mdi) spacers that go in-line did not fit snug enough, and the circuit came apart. Per additional information received (B)(6) 2018, the connection goes ballard to flex tube to mdi spacer to heat and moisture exchanger (hme) to circuit. Both sides have disconnected from the flex tube. No patient injury occurred, but staff has been sprayed from the circuit. No medical interventions reported. No further information has been provided at this time.

Manufacturer narrative:
The statement in the initial report incorrectly referenced the wrong lot number, m7227t303. The statement should actually read as: the device history record for m7164t303 was reviewed and the product was produced according to product specifications. All information reasonably known as of 16-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.